Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during aspiration, a hemostatic valve leaked air was detected. The guidewire was inside the sheath prior to, and/or at the time, the air was observed. The 20 ml syringe was used for the irrigation of sheath. The guidewire was in the left upper lobe of the lung when farawave was inserted into the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.